Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter, model and serial numbers unknown, carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping of the right ventricular outflow tract, the patient became hypotensive. Tamponade was confirmed with the soundstar eco catheter, and pericardiocentesis was performed after the procedure. The patient status has since improved. It is unknown if extended hospitalization was required. The physician did not provide a causality opinion. It is unknown if a transseptal puncture was performed. It is unknown when the issue occurred, as are the overall ablation time/last ablation cycle time at the site of injury, and the power/temperature/impedance values. The generator was being used in power control mode with unknown cutoff values. It is unknown if the power was titrated. Catheter flow setting, proximity, spi values and use of anticoagulation are all unknown. The catheter was zeroed after the initial warm-up phase. No errors presented on any biosense webster equipment during the case.